Manufacturer narrative:
On 18-feb-2025, the product investigation was completed based on photographs of the received device. G section was updated with different manufacturing site details. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the inner diameter of the tubing was observed with a bubbles condition. However, the reported microglitter condition cannot be determined based on the images provided. A device history record review was performed for the finished device number lot ac9088193 and no internal action related to the complaint was found during the review. Cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). An internal action was opened to introduce optimization actions regarding cloudiness and microbubbles. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-dec-2024, the product investigation was performed based on received photos of the device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the inner diameter of the tubing was observed with a bubbles condition. A device history record review was performed for the finished device number lot ac9088193 and no internal action related to the complaint was found during the review. Cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). An internal action was opened to introduce optimization actions regarding cloudiness and microbubbles. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis if the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure. However, preoperatively, the smartablate¿ irrigation tubing set was noted to have the presence of microglitters and bubble inside. The medical team tried to flush the tubing upside down but the issue persisted. The team also confirmed that while some of the bubbling was embedded in the plastic, other bubbles and microglitters were loose inside the tubing. The tubing was opaque. The tubing was also connected to the pump but the bubbles were detected prior to passing through the pump. No further details were provided regarding completion of the procedure. No patient consequences were reported.